Event description:
Caller reported a cartridge alarm 20 that occurred during the loading process, and cts educated them on proper procedures. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.